Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the screens were displayed randomly. The audible and visual status indicators were functioning. The issue was attributed to a faulty touchscreen assembly. A review of the history for this device was performed and it was concluded that the device was in the field for over two (2) years with no previous returns for servicing or other issues prior to the reported event.

Event description:
It was reported that the touchscreen changes by itself as if someone is touching it. There were no other high voltage equipment in the room at the time of the reported event. The unit was unable e to engage in monitoring activities. The scrolling would start immediately. The scrolling can be interrupted to make a selection on the screen, but it would immediately go back to scrolling. Additional information received indicated that the reported issue occurred during use on a patient. The patient was an infant in distress. There were no error messages and/or audible alarms.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.